Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during surgery a patient had posterior capsule tear. A vitrectomy was needed due to the event. When the surgeon was changing the system to vitrectomy mode, the touchscreen did not respond. The staff rebooted the system but the vitrectomy function did not work. The affected eye was the left eye (os). The surgery was completed without vitrectomy. There was no additional patient harm. Additional information has been requested but not received to date.